Event description:
The manufacturer representative first reported that one patient had high impedance of >40,000 on the date of implant. When the manufacturer representative was reporting this information about the first patient they commented that they ¿have only ever seen one other patient where this occurred and that was related to fat in the epidural space. This other patient required high amplitudes.¿ additional information was requested but was not available at the date of this report. The information related to the first report of a patient with the high impedance issue at implant is contained in manufacturer report #3004209178-2014-01376.

Manufacturer narrative:
(B)(4).